Event description:
Caller reported a malfunction related to the tandem mobi cartridge alarm. There was no adverse impact to the customer¿s blood glucose level. The caller will use multiple daily injections to ensure insulin delivery continues without interruption. Technical support confirmed the issue and decided to replace the pump. They provided instructions on how to put the pump into storage mode, advised on receiving and setting up the replacement pump, and arranged for the faulty pump to be returned using the pre-paid label. Shipping details, including the request for a signature upon delivery, were confirmed by technical support.